Manufacturer narrative:
Block g2: medwatch reference number: (B)(4). Block h6: imdrf device code a0501 captures the reportable event of peg tube detached. Block h11: correction block h10: (related report number) has been updated

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was attempted to be used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. Upon insertion of the peg tube, the plastic part of the peg tube/drain came apart into two pieces outside of the patient. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event. During the procedure, peg (percutaneous endoscopic gastrostomy) tube was placed to the patient. Upon insertion, the plastic part of the peg tube/drain came apart into two pieces outside of the patient. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was attempted to be used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. Upon insertion of the peg tube, the plastic part of the peg tube/drain came apart into two pieces outside of the patient. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event. During the procedure, peg (percutaneous endoscopic gastrostomy) tube was placed to the patient. Upon insertion, the plastic part of the peg tube/drain came apart into two pieces outside of the patient. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block g2: medwatch reference number: (B)(4). Block h6: imdrf device code a0501 captures the reportable event of peg tube detached.